Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of thrombosis is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, there was difficulty with one of the two pre-placed prostyle devices. It took time for insertion and removal of the device; however, the sutures were successfully pre-placed. The sheath was upsized to a 24f sheath. When the mitraclip interventional procedure was started, thrombus was noted inside the right atrium; therefore the mitraclip procedure was abandoned. Hemostasis was achieved with the pre-placed prostyle sutures. There was a clinically significant delay in the procedure and hospitalization was prolonged as the mitraclip procedure had to be postponed. Thrombolysis was performed using heparin and warfarin. No additional information was provided. The physician commented that it took more time than expected for suture placement using pre-close technique; therefore, it is possible that the thrombus occurred at the puncture site during insertion/removal of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of thrombosis is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: article. H6: removed device codes 1316 and 1528. H6: type of investigation code 4109 removed.

Event description:
Subsequent to the previously filed medwatch report, additional information and clarification of the event was received through an article. It was confirmed through the article that the sutures were not successfully placed and reportedly, a cuff miss [suture retrieval issue] was noticed with both prostyle devices. The thrombus was noted prior to puncturing the inter-arterial septum and hemostasis was ultimately achieved with z-plasty [surgical suture].